Manufacturer narrative:
This complaint involved implant drivers where the latch did not engage properly with the surgical handpiece. There was not any patient injury reported and no additional intervention was required . If this event were to occur in the future, there is potential to be harmed by having the components loose in the oral cavity. It may be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. The device is available for evaluation, though results are not available as of this report.

Event description:
The dentist reported that the 3.0 hahn implant driver did not fit into their hand piece. All other sizes were fine except for this one size.